Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level 396-505 mg/dl and ketones; cause was not known. Manual injections were administered to address bg. Reportedly, the customer reverted to insulin pens for insulin therapy.